Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. However, device received with no audio/beeping alarms and tones due to broken black wire of the piezo transduce. Device received with no vibrate due to broken black wire at the vibrator motor. No unexpected rainbow screen noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and screen was pushed in and wrapped and got rainbow effect. Customer's blood glucose value was unknown. Customer stated that the button had to be pressed twice to get it work. Customer also mentioned that the vibration was less stronger. Insulin pump will not be returned for analysis.